Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that, the customer had high blood glucose. The blood glucose at the time of the incident was 456 mg/dl. The customer also stated that, the insulin pump was exposed to moisture damage and insulin pump went off. The customer was unable to perform self test. It was unknown whether customer was using the automode or not. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Device received with cracked battery tube threads and cracked case behind the device near the battery tube compartment.